Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during testing, the customer complained that the blade broke at the mount. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.